Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the reporter. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A consumer reported glare following bilateral intraocular lens (iol) implant surgeries. She stated her vision was excellent but wanted to know if there were any type of glasses that would help at night. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events; this report is for the right eye.